Event description:
A re-operation was scheduled as a removal and re-implantation at l5. The surgeon determined that scar tissue was present. The implant was found as implanted, the nerve was mobilized and the barricaid implant was left in place.

Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.